Event description:
Advocate stated her daughter tested her blood glucose using 2 contour meters and received a reading of 400mg/dl on one meter, 42 and 82mg/dl on the other meter. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.